Manufacturer narrative:
Medical safety reviewed the event and noted there is not enough information to exclude the automated impella controller (aic) as an associated factor to the outcome (patient's demise). The pump stop/failure for the impella cp pump 1 is a serious injury as well as impella cp pump 2 (replacement pump) where the patient developed limb ischemia. Limb ischemia can lead to more complications down the line, but the immediate issue is the aic pump failure (and this is what led to or contributed more to the demise outcome). Section h6 evaluation codes (health impact/medical device problem) were updated accordingly based on medical safety review. The impella cp pump 2 is one of three devices associated with the event. Note the following: -refer to manufacturing report number 1220648-2025-28546 for the aic report. -refer to initial medical device report for the impella cp pump 1 serial number (B)(6) with date of event 22-apr-2025 and patient identifier ending in (B)(6). Update was made to section b5 event description to include relevant details surrounding the patient's implant experience.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was initially implanted with an impella cp device (pump 1) for mechanical circulatory support and would experience pump failure due to an accident with the automated impella controller in which another impella cp device pump 2 (for this report) was implanted for continuation in therapy. The patient would eventually expire. The impella cp pump 1 was successfully placed, and percutaneous coronary intervention was completed via a drug-eluting stent to the left anterior descending artery. That evening an echocardiogram was completed with pump at "good" position, 3.3cm from aortic valve. The next morning discussion was made with cardiologist and cardiovascular and thoracic surgeon, and the plan was noted to escalate to 5.5. The request was made and accepted to transfer the patient to another hospital later in the day. The transfer was completed by flight crew. The aic was attached to side of stretcher and when entering the elevator, the blue portion of the impella plug hit the elevator door and broke off. Impella cp pump 1 failure occurred; support level diminished to p-0. The patient was in critical condition. Consequently, the aic was exchanged and the impella cp device pump 1 was explanted and replaced with another impella cp device pump 2 for continuation of therapy. On this replacement impella cp device pump 2, the patient would develop limb ischemia. There was no distal flow. The underwent a fem-fem bypass and was transferred to the unit to recover and plans for the upgrade/escalation in care. However, the patient would expire three days thereafter. Care was withdrawn.

Event description:
It was reported that a patient was implanted with an impella cp and had a limb that became ischemic. A femorofemoral bypass was placed. After 68 hours, the patient had care withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿